Event description:
It was reported to medtronic minimed that the customer reported copper top came off and wouldn't work, stuck button is too sensitive and that lowered battery life of pump. The customer reported no adverse event. The event involved product(s)mmt-1780kl. Troubleshooting was declined. No harm requiring medical intervention was reported. It was unknown whether the customer will continue to use the device. Mmt-1780kl was requested, and customer response was the device will not be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed sleep current measurement, active current measurement, and selftest, all buttons functioned properly. No unexpected battery/power related alerts/alarms noted during testing. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Battery cycle 6.0 received the lowbatteryalert (104) on 07/02/2025 13:30:00 after more than 7 days at 33.32 days. Battery cycle 5.0 received the lowbatteryalert (104) on 05/29/2025 20:36:00 after more than 7 days at 9.3 days. Battery cycle 4.0 received the lowbatteryalert (104) on 05/20/2025 12:58:00 after more than 7 days at 32.83 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Stuck button alarm on 07/07/2025 07:21:54.000 was noted in the history file. The p-cap locks properly into the reservoir compartment. The pump was cut open and no moisture or physical damage was noted during visual inspection. The j1 connector on pcba 1 was locked properly, no anomalies noted on the keypad assembly. The following were noted during visual inspection: minor scratched lcd window, damaged display window cover (scratched), cracked keypad overlay, stained keypad overlay, pillowing keypad overlay, keypad overlay texture damage, cracked case (battery tube), and scratched case. The battery cap was not received with unit. Customer did not experience a low battery life anomaly or an unexpected power loss of less than 7 days per the pump history records. No battery anomalies noted and no stuck button alarms during testing. Battery cap damage was unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.